Event description:
It was reported that the patient¿s blood glucose level rose to 307 mg/dl (17.1 mmol/l) between 5 and 24 hours of wearing the pod. The reporter stated there was leaking of insulin from the pod, and there was a smell of insulin and the adhesive was wet. The pod was removed from their arm and treatment was resumed. The device evaluation found the cannula had a tear.

Manufacturer narrative:
The device was received for evaluation. The exposed portion of the soft cannula was found to have a tear and caused leakage. Fluid was observed exiting from the tear. It could not be confirmed when the tear occurred or if it contributed to the reported event. The timing and cause of the damage is unknown. No other damage or defects were found with the device. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.